Manufacturer narrative:
Concomitant products: product ID 377860, lot# v010122, implanted: (B)(6) 2006, product type lead; product ID 377860, lot# v010122, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Additional information received reported that the patient received assistance from her healthcare professional (hcp) and manufacturer representative and her concerns were resolved. The reporter stated that the patient had appointments on the (B)(6) 2013.

Event description:
It was reported that there were coupling or communication issues. The reporter stated that the patient began to have recharging problems the last 3-4 weeks prior to the report. The patient was only able to get about two of eight coupling bars for a short period of time before recharging stopped. It was reported that the device had had movement since implant. It was noted that the patient had gained 30 pounds since (B)(6). Two days later, it was reported that the patient tried an antenna and the recharger was still turning off. It was noted that the patient had an appointment scheduled for (B)(6) 2013 with her doctor. The reporter stated that the patient was concerned about running out of the implant battery. It was reported that the patient was having some difficulty connecting the patient programmer to the device, and the recharger showed that the device was between 25% and 50% battery life. Four days later, it was reported that a replacement recharger was tried and they got 0 coupling bars but did have communication with the device. It was noted that the patient was getting close to a discharged state. It was reported that the pocket size was fine and everything was normal, and the recharging issue had been going on for a couple of months. The next day, it was reported that an x-ray had been done and the patient was waiting for an appointment to review with the doctor. The reporter stated that the healthcare provider thought the device was flipped. It was reported that the patient thought the device battery was old and needed replacement. Additional information has been requested but was not available as of the date of this report.